Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.

Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: it was said that there was zipper separating on the mesh door.